Manufacturer narrative:
Samples received for separation will be investigated under (B)(4). A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that they took another call from the procedure center as it happened again this morning. She also noted that another tubing set was without a clamp - where it always has a clamp.